Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, it was noted that all three leads had high impedance, sensing issues and no threshold. Dislodgement of the leads was confirmed. The reported leads were capped and replaced. The patient is in stable condition. Related manufacturer reference: 2017865-2016-07675, 2017865-2016-07756.